Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side ¿rupture¿. Device remains implanted.

Event description:
Patient reported ¿rupture¿. Later healthcare professional confirmed the event. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw opening, broken assessed as surgical damage and missing assessed as inconclusive. As per the investigation procedure, crease, and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b.5; d9; h3; h6.

Event description:
Patient reported right side rupture. Healthcare professional later reported "hole, non-specific." Device has been explanted.